Event description:
It was reported that the pump touch screen was unresponsive. The customers blood glucose was 122 mg/dl. Reportedly, the issue resolved upon removing the screen protector and the customer continued to use the pump for insulin therapy.